Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior spinal fusion using rhbmp-2/acs to treat severe scoliosis and stenosis. Immediately post-op, the patient had loss of motion in the right leg and has been unable to walk without the assistance of a walker since the surgery. Reportedly, the surgeon told the patient that it was normal and that sensation would return in a few days. The patient has remained in physical therapy since the surgery with no noticeable improvement in mobility. An unknown time post-operatively, the patient's left shoulder dropped and the patient lost coordination in both legs. Although the patient continues to feel stiff in the morning with some minor pain, the pain that was experienced pre-operatively has subsided. Three months post-op, the patient fell and broke her hip.